Event description:
User facility medwatch received states that an atrial tachycardia/ atrial fibrillation episode was observed, and the right atrial lead exhibited under sensing. Programming changes were performed.